Event description:
It was reported that patient was experiencing an increase in seizure activity. Physician believes that the vns is causing the increase in seizures. The vns was disabled as a result. Patient's reflex seizures improved after the disablement. No other relevant information has been received to date.

Manufacturer narrative:
Livanova (B)(4) inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova&#39;s employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any &#34;defects¿ or &#34;malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
The physician reports that the increase in seizures is above baseline pre vns baseline levels. Physician believes that the cause of the increased seizures is due to vns stimulation. The lead serial number is now known. No other relevant information has been received to date.

Event description:
Clinic notes were later received in which much of the previously reported information was provided again. The physician indicated that the vns caused increased seizure frequency and increased intensity associated with uptitration, stimulation on times and magnet swiping. Device was disabled as a result. There was no indication of a device malfunction in the letter. No other relevant information has been received to date.